Event description:
Technical services received a call on 11/3/11. Caller has a medtronic device with really high lv programming and the device is burning through the longevity. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).